Manufacturer narrative:
Evaluation summary: the hp054 hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. An error code 5 was noted. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that handpiece did not have power. There was no other information.